Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump was monitored for 24 hours and no unexpected buzzing sound noted during testing. The insulin pump passed unexpected restart test and no unexpected restart error alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer wore the pump in the shower and has moisture damage. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.